Event description:
The customer contact reported a disconnection. The option-lok male adapter of the tubing set was connected to the proximal clave y-site of a primary piggyback set and was being used to deliver an unspecified concentration of leucovorin. After an unspecified length of time in use, it was reported that the option-lok male adapter disconnected from the clave y-site and an unspecified volume of leucovorin leaked. The tubing sets were replaced and the therapy was resumed. There were no reported adverse patient effects and no delay of therapy critical to the patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded. (B) (4). (B) (4)